Event description:
It was reported that the subject device had a communication error (b30), and nothing could be seen on the screen. The issue was found during setup and inspection for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h3. The device was returned to olympus for inspection and the reported failure of b30 error message and blank screen was confirmed. Based on the results of the investigation, the cause of the issue was due to the failure of the charge-coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The patient was not impacted by the failure. The procedure was completed with a similar device. The intended procedure was a diagnostic bronchoscopy. The failure occurred before the procedure.